Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿low¿; however, a specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer drank three glasses of juice and ate some candy to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.